Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Reportedly, the patient was also treated for other causes aside from infection. However, after being unable to clear infection, the physician believed there was a bodily connection between the tunneling of the leads and the abdominal hematoma. A revision was performed, and the pacemaker was explanted while the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).